Event description:
Drive medical has received a complaint from the claimant's son in-law on an incident involving a rollator imported and distributed by drive medical. The claimant's son in-law stated that the claimant was in a standing/walking position, using the rollator, when the front, right wheel allegedly unscrewed and fell off of the rollator, causing the claimant to fall. This MDR report is based on the information provided by the claimant's son in-law.